Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported unable to reset password and was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device, operating system and application version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) application in use with unknown phone with unknown operating system and version. The customer was unable to access the application and unable to monitor glucose readings due to incorrect e-mail and password combination. At this point, without measuring their blood sugar, the customer became unresponsive and their spouse called the emergency service. The firefighters arrived and measured the customer's blood glucose level and obtained a glucose reading of 44 mg/dl from unknown device. The firefighters provided the customer with juice and a sandwich as treatment. There was no report of death or permanent impairment associated with this event.